Event description:
Nurse reported that patient on pico since (B)(6) 2014. The patient developed a red macerated skin reaction under securing tapes on (B)(6) 2014. The nurse used 'duoderm' to protect damaged skin with no improvement.